Event description:
It was reported that the time base bgnd test err was experienced.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed chipping on the top case and the bottom case was broken. Review of the event history log showed an occurrence of a "time base bgnd test." Functional testing was performed and the investigation was unable to duplicate the reported issue. The printed circuit board was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record, corrected data: updated d1 and d4, model number